Event description:
Reporter alleged the lancet device needle use for finger-stick blood glucose testing would not retract. As a result, customer stated accidentally sticking himself with the needle; however, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.